Manufacturer narrative:
Unit passed displacement test and selftest. Pump error 63 confirmed in pump history with variable (003) due to broken trace at u1 keypad assembly. Audio/vibrate anomaly/absence of alarm not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for hardware low level failure. Customer's blood glucose was 300 mg/dl. Customer was able to complete rewind. Customer was advised to revert to backup plan. Insulin pump will be return for analysis.